Manufacturer narrative:
As received a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the lead was replaced with another during an implant procedure due to "not working". Additional information is unavailable.